Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm any device malfunction that could have contributed to the reported hyperglycemia, hospitalization/dka. No lot release records were reviewed, as the product lot number was not provided. The omnipod user guide (14421-aw rev h), page 96, warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
Customer reported having a doctors appointment due to feeling sick. Blood glucose (bg) level read 280 mg/dl with large keytones. Subsequently, she reported being taken by ambulance because she did not have an airway from vomiting. She was hospitalized, diagnosed with diabetic ketoacidosis (dka) and treated with IV to rehydrate and IV drip [insulin].